Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that at the time of implant placement, the cortical vestibular bone was fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative product evaluation: one implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear/use but no apparent signs of malfunction. The implant could not be functionally tested for the reported event (bone fracture).pre-existing condition noted on the per was 'low bone density ¿ type IV & good oral hygiene'. The implant was being placed on tooth # 25 (fdi) when the incident occurred. Picture/x-ray evaluation: none provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU ((B)(6)) rev j - 1/8/2022. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique can lead to implant failure and loss of supporting bone. DHR review: DHR review for the lot (2021011297) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021011297) for similar events (complaint category keywords: medical: bone fracture) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. . Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified with the available information.